Event description:
The customer reported that her blood glucose read "high" (> 27.8 mmol/l) (> 500 mg/dl) and that the cannula was kinked. The pod was worn between 24 and 36 hours.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were review and the product lot met all acceptance criteria.